Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc (emerge) balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city:(B)(6).